Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) passed away last march. The family has filed a lawsuit for damages due to patient death.the locl guidant representatives were unable to confirm the death or refute device involvment. The patient had not been seen by his primary clinic since his pre-discharge device check after the implant procedure.